Event description:
Pt scheduled for left hip revision of arthroplasty due to increasingly severe pain. Removal of howmedica cup and liner with partial screw. Screw found to be broken, prior to procedure. Implant replaced with zimmer.